Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's mother that the customer went to the emergency room due to high blood glucose levels. Blood glucose level at the time was over 400 mg/dl. No additional information was provided.